Manufacturer narrative:
1/29/1998-supplement #1 sent to FDA. Device not available for eval.

Event description:
The product was used during a colorectal anastomosis procedure. Reportedly, the instrument jammed. The surgeon resected the tissue at the application site and applied another instrument to complete the procedure. The hosp has reported that the pt's condition is satisfactory.